Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having sinus infections and taking prednisone almost every month. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Patient alleged of having sinus infections and taking prednisone almost every month. The reported events of sinus infections and taking prednisone almost every month and their reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. There was no medical intervention required by the patient.   Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code has been updated.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having sinus infections and taking prednisone almost every month. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found yellow discoloration of the iso port and short black hair like contamination. An internal visual inspection of the device was completed by the manufacturer and found degraded foam particulates on the cap and within the blower box, slight darkening discoloration and small corrosion spots observed on the blower brass nut. Inspection of the blower intake observed fine light brown dust like contamination. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 3 errors. The device was applied power and the device operated properly. The manufacturer concludes contamination found were consistent with yellow discoloration of the iso port and short black hair like contamination, discoloration and small corrosion spots in blower brass nut, brown dust like contamination in blower intake. Also, conclude degraded foam particulates consistent with foam degradation in the device. The manufacturer concludes there was evidence of sound abatement foam degradation.